Manufacturer narrative:
A valid catalog number and lot code were not provided. The device was reported as an unknown trident alumina insert. It was noted that the device is not available for evaluation because it was retained be the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device patient retained device.

Event description:
It was reported that the patient started having a "noise" come from his hip while climbing stairs. This noise has increased over time and the decision was made between the surgeon and patient to revise the alumina insert and replace with a trident x3 poly.